Manufacturer narrative:
Result of investigation: vyaire field service went onsite replaced o2 (oxygen) cell. Conduct ovp (operation verification procedure) test, est (extended system test) and compressor test passed. However still getting low fio2 (fraction of inspired oxygen) error. The cable o2 (oxygen) assembly was replaced. Performed blending accuracy test and compressor check passed. Conduct ovp (operation verification procedure). Unit is functioning properly at this time.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator has low fio2 (fraction of inspired oxygen) alarm. As of this time, there is no information about patient involvement associated with this reported event.